Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported not having therapeutic effect. Two months later, they said their ins came out of their skin because it wasn't deep enough so their system was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that in the patient¿s opinion they believe the implantable neurostimulator (ins) was placed sub optimally when they were implanted. The patient reported that the cause of the ins migrating out of the pocket was not determined. The patient stated that when she asked the urologist if she had to pay for the surgery to replace it, he said yes, and that her body had pushed it out. The patient reported that the ins was re-inserted and was now in place. Patient weight was updated. No further complications were anticipated/reported.